Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer considered to be reportable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on event description and image review. A celect-pt filter was placed without evidence of significant tilt or immediate perforation. Approx. 3½ months later there is still no significant tilt relative to anatomic landmarks. However, relative to anterior vertebral bodies, there is a significant anterior tilt measuring between 17° and 22°. Imaging demonstrated the course of ivc and anterior margins of vertebra bodies begin to diverge at the l2/l3 level, creating a angle of approx. 11° between ivc center line and anterior vertebral bodies. Subtracting this intrinsic angle of ivc tilt, from measuring angle of tilt, based on bony landmarks, equates to a true anterior tilt ranging from 6-11°, which would be considered insignificant. Tilt should be measured in reference to the longitudinal axis of the ivc. The filter was retrieved without difficultly. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: at the index procedure on (B)(6) 2015, the patient received a celect filter. Primary reason for placement was a current deep vein thrombosis (dvt) and a contraindication to anticoagulation due to recent major surgery. The inferior vena cava (ivc) diameter at the intended filter location was 23.0 mm. There was no ivc anomaly or the presence of thrombus prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed no evidence of filter deformation or migration. The angle of filter tilt in the ap view was 5.4 degrees. The ivc diameter was 22 mm in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after placement. On (B)(6) 2015 (same day as procedure), the post-placement x-ray was completed. No evidence of fracture, embolization, and migration. Filter tilt was <6 degrees. Analysis revealed no filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 1.8 degrees and 11 degrees in the lat view. On (B)(6) 2016 (103 days post-procedure), the pre-retrieval x-ray was completed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no filter fracture, deformation, migration, or embolization. The angle of filter tilt in the ap view was 14.9 degrees and 20.4 degrees in the lat view. On (B)(6) 2016 (104 days post-procedure), it was determined that the filter was no longer clinically needed. There were no filter legs appearing outside the column of contrast before retrieval. There was no thrombus present in the filter. The angle of filter tilt in the ap view was 3.6 degrees. The right internal jugular vein was used and no additional methods were utilized during the filter retrieval. The site reported no difficulty endovascularly retrieving the filter. There was extravasation of contrast after filter retrieval. Patient outcome: on (B)(6) 2016 (165 days post-procedure), the patient exited the study.